Event description:
It was reported that the patient presented in the clinic and inappropriate anti-tachycardia pacing (atp) was delivered. It was noted that the implantable cardioverter defibrillator (ICD) exhibited functional under-sensing. No intervention was performed. The patient's condition is unknown.